Event description:
It was reported in a literature article that 58 months post a stent assisted coiling procedure, a patient had delayed asymptomatic in-stent stenosis. The physician stated that this may be attributed to insufficient platelet inhibition since the event occured after clopidogrel was stopped and the patient was only on aspirin. No other information is available.

Event description:
It was reported in a literature article that 58 months post, a stent assisted coiling procedure, a patient had delayed asymptomatic in-stent stenosis. The physician stated that this may be attributed to insufficient platelet inhibition since the event occurred after clopidogrel was stopped and the patient was only on aspirin. No other information is available.

Manufacturer narrative:
The subject device is not available for analysis; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, restenosis is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between january 2005 and november 2010. Device not returned to manufacturer.